Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID: 3889-28, lot# va1dusz, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient was at the healthcare professional (hcp) office on the morning of the report and a manufacturer representative (rep) was there. When the rep switched the patient to a different program, the patient experienced a shock. The rep did not understand why that happened. They thought that, maybe, the wires were bent together. The rep was going to see if the hcp wanted to do an ultrasound to look at the wires. Two hours after the hcp appointment, the patient went to a store and, when they walked through the security, they felt a shock again. It only lasted a matter of seconds, but they also felt it on the way out of the store. They tried going around the security, but it still shocked them. It was noted that they weren't experiencing any shocking at the time of the rep ort. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID :3889-28, lot# va1dusz, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a con. It was reported that the patient was shocked several times while they were being programmed. To resolve the issue, they called their doctor and was told to shut the device off until they saw them and to stay away from stores with security.